Event description:
It was reported that there was interference, upon further follow up it was clarified the interference was abnormal sound. There was no report of patient involvement. The customer called and spoke with a philips representative. The customer explained that their device experienced "interference", which was later clarified to be an abnormal sound. An evaluation was not performed by philips as the customer declined service and no additional information could be obtained regarding the reported issue. Philips is unable to rule out that a malfunction did not occur. As additional information could not be obtained and an evaluation was not performed, a definitive cause for the alleged failure could not be determined. The device remains at the customer site and no further investigation or action is warranted.